Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failure." There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: backup alarm failure." It was reported that a 1104 error code was seen several times in the event log. The rse informed the customer that per the service manual (revision t), the cpu (central processing unit) should be replaced. The customer declined to have the device serviced by philips, and were have the repair performed via third party. No further actions were performed by philips regarding the event. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined how the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.